Event description:
The following information was reported: stent was deployed in distal external artery. Mynx ace 6f/7f device was inserted, balloon was inflated and during pull back balloon lost pressure. Physician immediately converted to manual compression, tech took over and hemostasis was achieved within 10 minutes. No hematoma, no complications noted. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1412204) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.